Event description:
This ra lead was implanted on (B)(6) 1987. A call to technical services on 05/13/2011 states that 10.9k atr with noise on atrial lead. Can reproduce with palm-presses. 0.8 mv p-waves. 0.5 mv sensitivity set. Impedances are stable. Thresholds 1.2 v. No reported patient symptoms. Dr. (B)(6) is opting to monitor for now as this has been going on for a while. Atr detection set to 64 beats in an effort to prevent inappropriate mode switches. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).